Event description:
It was reported that during kit inspection the handpiece appears noisy while depress throttle and combine with machine head worn. Inconsistent speed was confirmed after final investigation. There is no patient involvement. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was noisy, the motor speeds were out of specification on the low end, and the machined head was worn. The motor, sleeve, spring seal, reciprocating arm, o-ring, and machined head were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: taiwan.